Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Two implant dates were provided: (B)(6) 2011 and (B)(6) 2012, but it is unknown which device was implanted on each date. The complainant listed two hospitals associated with this complaint. (B)(6) is the other hospital. It is unknown which facility the device was implanted at.